Event description:
It was reported that the patient experienced a transient ischemic attack(tia). A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned with no patient complications. The closure device was implanted and released in the laa successfully. The patient was discharged home. Two days after the procedure the patient came back to the hospital and presented with facial droop and blurry vision. The patient experienced a tia. All the symptoms had resolved and the patient is currently on antibiotics for the endocarditis on their aortic valve. The patient is still in the hospital for further observation and possible removal of the watchman device. It was further reported that at the time of the watchman implant, there were no signs/symptoms of infection. The physicians saw what they ruled as trans-aortic valve replacement (tavr) valve clot and said it was ok to proceed with the laa closure procedure. They did not suspect any watchman involvement because the tia came from the tavr valve clot that was actually an infection.

Manufacturer narrative:
Model number, lot number, catalog number, expiration date, UDI, and device manufacture date were updated.

Event description:
It was reported that the patient experienced a transient ischemic attack(tia). A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned with no patient complications. The closure device was implanted and released in the laa successfully. The patient was discharged home. Two days after the procedure, the patient came back to the hospital and presented with facial droop and blurry vision. The patient experienced a tia. All the symptoms had resolved and the patient is currently on antibiotics for the endocarditis on their aortic valve. The patient is still in the hospital for further observation and possible removal of the watchman device.